Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The customer called back on (B)(6) 2025 and informed that he had continued using the exact same headset after reporting that the adhesive pad sticking behavior is unexpectedly weak. The customer explained he had used some tape to keep it on. Two days after reporting the first event, the head set came off on (B)(6) 2025.